Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009, inratio: 2.5, lab: 2.1. Caller brought meter to doctor's office an did the comparison. No repeat was done on inratio.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date:(B)(6)2009, inratio: 2.5, reference: 2.1, mean: 2.30, confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. As of today, no product is expected to return. No further investigation will be required. Patient information was not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. Product deficiency could not be established. Trending and tracking will be performed in review for strip lot#213039. No corrective action is required as no product deficiency was established.